Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Additional information was received that the patients ipg was no longer holding a charge.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years from the date the manufacturer became aware.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.